Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that reached over 400 mg/dl. The patient panicked and called the fire department. The paramedics arrived to help the patient. For treatment, the patient stated that her pod was changed out. The cannula was dislodged, while wearing the pod, was worn between 4 and 24 hours on the abdomen. The paramedics left after 30 minutes.

Manufacturer narrative:
Remove from emdr-175238. D4: unique identifier (UDI) # = (B)(4). Add to emdr-175238. D4: expiration date = 12/10/2024. H4: device mfg date = 6/10/2023. D4: lot # = pp1k06102311. D4: unique identifier (UDI) # = (B)(4).

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.